Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in a 29-year-old female patient who had essure (batch no. B61388,b53037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain with intercourse / dyspareunia "), hypersensitivity ("allergic reactions"), vomiting ("vomiting"), migraine ("migraines"), fatigue ("fatigue"), chest pain ("if I pick something up I get such a strong pain right in the center of my chest"), fibromyalgia ("the doc didn't name it for me though but said it was part of the fibro"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), menstruation irregular ("menorrhagia with irregular cycles"), uterine disorder ("uterine lesion"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the dyspareunia, hypersensitivity, vomiting, migraine, fatigue, chest pain, fibromyalgia, vaginal haemorrhage, menorrhagia, menstruation irregular, uterine disorder and psychological trauma outcome was unknown. The reporter considered abdominal pain, chest pain, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, migraine, pelvic pain, psychological trauma, uterine disorder, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events ; abdominal pain, psych injury were added. Incident- we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. B61388,b53037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain with intercourse"), hypersensitivity ("allergic reactions"), vomiting ("vomiting"), migraine ("migraines"), fatigue ("fatigue"), chest pain ("if I pick something up I get such a strong pain right in the center of my chest"), fibromyalgia ("the doc didn't name it for me though but said it was part of the fibro"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), menstruation irregular ("menorrhagia with irregular cycles") and uterine disorder ("uterine lesion"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, hypersensitivity, vomiting, migraine, fatigue, chest pain, fibromyalgia, vaginal haemorrhage, menorrhagia, menstruation irregular and uterine disorder outcome was unknown. The reporter considered chest pain, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, migraine, pelvic pain, uterine disorder, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. B61388, b53037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain with intercourse"), hypersensitivity ("allergic reactions"), vomiting ("vomiting"), migraine ("migraines"), fatigue ("fatigue"), chest pain ("if I pick something up I get such a strong pain right in the center of my chest"), fibromyalgia ("the doc didn't name it for me though but said it was part of the fibro"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), menstruation irregular ("menorrhagia with irregular cycles") and uterine disorder ("uterine lesion"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, hypersensitivity, vomiting, migraine, fatigue, chest pain, fibromyalgia, vaginal haemorrhage, menorrhagia, menstruation irregular and uterine disorder outcome was unknown. The reporter considered chest pain, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, migraine, pelvic pain, uterine disorder, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received: reporter information, patient details,, lab data, product information and events- abnormal bleeding (vaginal), menorrhagia, menorrhagia with irregular cycles, uterine lesion were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain with intercourse"), hypersensitivity ("allergic reactions"), vomiting ("vomiting"), migraine ("migraines"), fatigue ("fatigue"), chest pain ("if I pick something up I get such a strong pain right in the center of my chest") and fibromyalgia ("the doc didn't name it for me though but said it was part of the fibro"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, hypersensitivity, vomiting, migraine, fatigue, chest pain and fibromyalgia outcome was unknown. The reporter considered chest pain, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, hypersensitivity, migraine, pelvic pain and vomiting to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Most recent follow-up information incorporated above includes: on (B)(6) 2018: report from social media received : reporter information and new event fibromyalgia added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 29-year-old female patient who had essure (batch no. B61388,b53037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), dyspareunia ("pain with intercourse / dyspareunia "), hypersensitivity ("allergic reactions"), vomiting ("vomiting"), migraine ("migraines"), fatigue ("fatigue"), chest pain ("if I pick something up I get such a strong pain right in the center of my chest"), fibromyalgia ("the doc didn't name it for me though but said it was part of the fibro"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), menstruation irregular ("menorrhagia with irregular cycles"), uterine disorder ("uterine lesion"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved, the dyspareunia, hypersensitivity, vomiting, migraine, fatigue, chest pain, fibromyalgia, vaginal haemorrhage, menorrhagia, menstruation irregular, uterine disorder and psychological trauma outcome was unknown and the anxiety and depression had not resolved. The reporter considered abdominal pain, anxiety, chest pain, depression, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, migraine, pelvic pain, psychological trauma, uterine disorder, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- anxiety, depression. Reporter were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 29-year-old female patient who had essure (batch no. B61388,b53037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), dyspareunia ("pain with intercourse / dyspareunia"), hypersensitivity ("allergic reactions"), vomiting ("vomiting"), migraine ("migraines"), fatigue ("fatigue"), chest pain ("if I pick something up I get such a strong pain right in the center of my chest"), fibromyalgia ("the doc didn't name it for me though but said it was part of the fibro"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), menstruation irregular ("menorrhagia with irregular cycles"), uterine disorder ("uterine lesion"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), anxiety ("anxiety"), depression ("depression") and autoimmune disorder ("autoimmune disease"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved, the dyspareunia, hypersensitivity, vomiting, migraine, fatigue, chest pain, fibromyalgia, vaginal haemorrhage, menorrhagia, menstruation irregular, uterine disorder, psychological trauma and autoimmune disorder outcome was unknown and the anxiety and depression had not resolved. The reporter considered abdominal pain, anxiety, autoimmune disorder, chest pain, depression, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, migraine, pelvic pain, psychological trauma, uterine disorder, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6) 2016: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event autoimmune disease was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain with intercourse"), hypersensitivity ("allergic reactions"), vomiting ("vomiting"), migraine ("migraines") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, hypersensitivity, vomiting, migraine and fatigue outcome was unknown. The reporter considered dyspareunia, fatigue, genital haemorrhage, hypersensitivity, migraine, pelvic pain and vomiting to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain with intercourse"), hypersensitivity ("allergic reactions"), vomiting ("vomiting"), migraine ("migraines"), fatigue ("fatigue") and chest pain ("if I pick something up I get such a strong pain right in the center of my chest"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, hypersensitivity, vomiting, migraine, fatigue and chest pain outcome was unknown. The reporter considered chest pain, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, migraine, pelvic pain and vomiting to be related to essure. Most recent follow-up information incorporated above includes: on 22-nov-2017: new events,"if I pick something up I get such a strong pain right in the center of my chest" was added. New reporter were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.